Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 12 vdc power supply was evaluated and then calibrated to the optimal operating voltage. The monitor fuse assembly was also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.